Event description:
A stent was loaded for deployment into the patient; due to excessive bleeding, the deployment device was removed from scope by physician prior to deployment. Stents were placed, the procedure finished. Scope cleaned per manufacturer's guidelines; used in second patient without incident. Scope cleaned and not used for 5 days; upon use in third patient, stent "fell" out of scope into third patient. Physician and staff unaware prior to the stent falling out into patient that it was lodged in scope at the time of use in patient #1.